Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage connectors were regreased. The system was then found to be operating as intended.

Event description:
The customer reported that the live images were so bad that they could not be used. This situation rendered the system inoperable. There is no report of patient injury.